Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system with power distribution unit out of sequence with insufficient power inside the m cabinet. To resolve the issue, the fse dropped the breaker and allowed the system to reset. After power reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.